Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2019-00625. It was reported that episodes of auto-mode switch were observed on electrograms (egms). Review of the egms revealed far-field oversensing lasting no more than ten seconds. The device tested appropriately. Battery performance and cybersecurity upgrades were installed. The patient will continue to be monitored.